Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the hcp indicating that the clinician programmer was not displaying the elective replacement indicator (eri) message as would be expected. The patient had been implanted for 8 years 8 months. The hcp did not know if the patient was seeing the eri messages on the programmer or recharger. The battery section of the clinician programmer displayed the battery icon and ok status. It was noted that from the last interrogation report, it indicated that the only abnormal observation was the check implantable neurostimulator (ins) clock. It was advised that the hcp confirm with the patient if they were seeing eri on their external devices. No symptoms were reported. The event date was (B)(6) 2015. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3487a-56, lot# v012591, implanted: (B)(6) 2006, product type: lead. Product ID: 3487a-56, lot# j0519278v, implanted: (B)(6) 2006, product type: lead. Product ID: 377875, lot# v008373, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
The patient's health care provider (hcp) was seeing "invalid settings code 49, all setting will be cleared 0:0" on the clinician programmer (8840) when interrogating the implantable neurostimulator (ins). The patient has not been using the system, just charging it. The ins stopped helping the patient on (B)(6) 2015. The patient experienced low back pain and bilateral l4 radicular pain. The hcp had no further information of why the device does not help the patient. The hcp started the patient on medications of methadone, fentanyl, and gabapentin on (B)(6) 2015 to resolve the lack of therapy. If additional information is received, a follow up report will be sent.